Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) did not provide hemostasis after being deployed and removed. Hemostasis was achieved by manual compression. There was no reported patient injury. Three vcd's were used in this case with the same failure. (B)(4) the product was not returned for analysis. A product history record (phr) review of lot f2226401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the products were not returned for analysis. The exact cause of the reported events could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported events. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
This report is related to report # 3004939290-2023-02922. The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) did not provide hemostasis after being deployed and removed. Hemostasis was achieved by manual compression. There was no reported patient injury. Three vcd's were used in this case with the same failure. The device is being returned for evaluation.